Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that right ventricular lead exhibited over-sensed noise. No intervention was performed, the physician elected to continuously monitor the patient. There was no patient consequence reported.